Event description:
Rupture of both silicone breast implants. Systemic illness and disfiguration, constant pain and emotional distress. Reporter just want to add that she fells the FDA should share in the responsibility of what has happened to her since they allowed this product to be sold without their approval.